Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was recorded on the atrial lead. The noise could not be reproduced with isometrics. The patient was asymptomatic and no intervention was performed.